Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed including leak testing and it was noted that there was evidence of a leak between the tubing and female connector in the base of the connector. The sample was reviewed under a stereoscope and it was noted that there was an incomplete seal in the assembly between the connector and the tubing. A check was performed against the assembly tolerance plane and it was noted that the assembly between the tube and the connection was effectively out of parameters. The reported problem verified. The cause of the condition was due to a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a plexitron radiation sterilized extension set leaked at the edge of the female adapter. This issue was identified during patient infusion with an unspecified anesthetic. There was no patient injury or medical intervention associated with this event. No additional information is available.